Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was unable to test for sg vs bg due to the pump being unable to locate the sensor signal due to a problem isolated to the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and also experienced hyperglycemia. The customer¿s blood glucose was 423 mg/dl and the sensor glucose value that triggered the suspend event was 43 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and insulin pump will not be returned for analysis.